Event description:
The sales rep advised that the patient was breaking out in a rash with the 72r electrodes. The patient was called and advised that the doctor gave him cortisone cream and told him to take his allergy medication and nothing worked. The patient advised that he had 'restless leg' and said it was causing all kinds of problems. He wore them all day with no covers. 63b electrodes were shipped to the patient.

Manufacturer narrative:
Section a, the patient's date of birth was not available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.